Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that on 2015-dec-02, the svc coil impedance spiked to 128 ohms up from a trend that had been in the 47-52 ohms range. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited a spike in superior vena cava (svc) coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.